Manufacturer narrative:
Batch review performed on 05 april 2022. Lot 163388: (B)(4) items manufactured and released on 07-sep-2016. Expiration date: 2021-08-25. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2018.

Event description:
The patient came in reporting pain due to a loose patella and the cause of the loose patella is unknown. The surgeon revised the patella 5 years and 3 months after primary. The surgery was completed successfully.